Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the trocar leaked during a combined cataract and vitrectomy procedure. The procedure was completed without product replacement. There was no patient harm. No product sample is available for evaluation because it was discarded by the facility.